Event description:
Customer called requesting log analysis for report of heparin overinfusion: infusion was supposed to be at 0.3 ml/hr, nurse thought she may have inadvertently entered 0.5 ml/hr, but customer says log shows 5 ml/hr was programmed and wanted verification of this. Infusion was reported to have run from 7 pm until midnight on the day in question. Reported that there was a clinical impact with protamine given, but pt was subsequently fine. The device log was reviewed for the time period in question. The log shows that heparin 100 units/ml was selected from the drug library, using the picu profile. After selecting the drug the user received a clinical advisory to verify correct standard concentration on pump to bag label prior to programming. The user confirmed the advisory and programmed the infusion for a rate of 0.3 ml/hr, vtbi of 50 ml, and dose of 10 units/lg/hr (pt weight was recorded as 3 kg). Before starting the infusion the user selected the delay start option and entered a delay period of 15 minutes. After fifteen seconds of delay, the module was accessed and the rate was changed to 5ml/hr (166.7 units/kg/h) and the user elected to immediately start the infusion. Before the infusion started, the guardrail warning appeared that the dose exceeds the guardrails limits of 50 unit/kg/h (customer's dataset was reviewed, and it was determined that the heparin 100 units/ml drug selection has no hard limit in the picu profile. The soft limit is set to 50 units/kg/h). The user elected to proceed and the infusion started at 18:05. At 00:16, after delivering approx 30.9 mls, the module was accessed and the infusion was paused. The user then entered into the setup option for the module and changed the drug amount to 25000 units and the diluent to 250 mls which had no effect on the original concentration since both were 100:1. The user then changed the dose amount to 10 units/kg/h. This caused the rate to be recalculated at 0.3 ml/hr. The user then restarted the infusion. Eight mins later, the module was accessed and turned off, terminating the infusion. The log indicates that during the approx 6 hours that the infusion ran, approx 30 mls of fluid was delivered. The root cause of the customer's experience was determined to be user programming. Requested from customer the results of their internal investigation if they determine why the programming occurred the way it did. To date have not received this info.

Manufacturer narrative:
Pt info requested and all available info is included.